Event description:
It was reported that a merlin.net transmission revealed noise and atrial over sensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.